Manufacturer narrative:
As a result of the customer receiving the following error codes (1008 and 1005), abbott service specialist initially replaced both the trigger manifold valve and the r1 pipettor syringe valve on (B)(6) 2016. As the above errors continued, the field service representative re-inspected the instrument and identified a cracked pre-trigger level sensor on (B)(6) 2016. Replacement of the cracked pre-trigger level sensor resolved both error codes (1008 and 1005). There were no further reported occurrences of either error after the pre-trigger level sensor was replaced. The architect system operations manual addresses troubleshooting for errors 1008 and 1005 which includes but is not limited to: a cracked pretrigger or trigger sensor; inadequate pre-trigger or trigger dispense; and leaking syringe assemblies or valves. A search for similar complaints identified no trends for the pre-trigger level sense sensor (list number 08c94-27); the valve, manifold kit (part number 7-77612-03); or the valve, syringe (part number 7-77030-02). A review of the architect i2000sr historical data revealed no systemic issues or trends associated with the erratic result issue described in this complaint. The instrument was performing as intended, as error codes and failed qc were generated, alerting the user of an issue. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.based on this investigation neither a deficiency nor a malfunction were identified for the pre-trigger level sense sensor (list number 08c94-27); the valve, manifold kit (part number 7-77612-03); the valve, syringe (part number 7-77030-02); or the architect i2000sr, serial number (B)(4). For the architect hiv ag/ab combo assay list number 4j27, sensitivity testing was performed with retained kits of lots 62306li00 and 62995li00 and two commercially available seroconversion panels (zeptometrix hiv 9016 and hiv 9018). Both reagent lots detected the same bleeds as reactive for the seroconversion panels showing the lots are performing as intended. A review of manufacturing and testing records did not identify any events or issues that may have impacted the lot performance in relation to the complaint issue. A review of complaint data for the two lots did not identify any issues related to the customer's observation. Based on the investigation, the architect hiv ag/ab combo reagent lot numbers 62306li00 and 62995li00 are performing acceptably.

Event description:
The customer stated that the architect analyzer generated a nonreactive hiv results on a known hiv reactive patient. The result reported was tested on (B)(6) 2016 = 0.00 s/co (<1.00s/co = nonreactive) which the physician questioned. There were no error codes generated at the time of this patient's results. There was no additional patient information provided.